Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
During review of the in-house programming/diagnostic history database, it was observed that high lead impedance was detected on (B)(6) 2013. The patient had generator and lead replacement surgery on (B)(6) 2014. It was reported that explanted products are usually discarded by the hospital in the operating room.